Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and lumbar radiculopathy. The pump contained bupivacaine with an unknown concentration and dose and dilaudid with an unknown concentration at a dose of 2 mg/day. It was reported the patient stated their doctor¿s office closed. The patient stated she was refilled on (B)(6) 2017 and received a letter stating as of (B)(6) 2017 the office was closing. The patient stated she had tried the 7 locations she was given by the office, but no one would see her. The patient noted her refill date was (B)(6) 2017. The patient stated she began alarming on (B)(6) 2017. The pump was alarming every 10 minutes. The patient noted she might follow-up with her surgeon. The patient asked if an emergency room could help. No patient symptoms/complications were reported.